Manufacturer narrative:
The reported complaint of 'user advisory ua07 (discrepancy between load 1 and load 2 too large)' error message on the autopulse platform (serial # (B)(4)) was confirmed during archive data review and during functional testing. The defective load cell 2 modules was replaced to correct the issue. Since damage front enclosure of the platform was observed, it is likely that the platform was mishandled which could resulted in damaged load cell. Upon visual inspection, the autopulse platform front enclosure was found to be damage. The likely root cause of the observed physical damage was due to user handling. Unable to perform functional testing due to ua07 error code displayed upon powering up the platform. A review of the autopulse's archive data was performed and it showed multiple ua07 faults occurred on the reported event date of (B)(6)2019, thus confirming the reported complaint. In addition, the archive also showed multiple of user advisories ua18 (max take-up revolution exceeded) to have occurred on the reported event date, but they are unrelated to the reported complaint. Per the battery hangtag - advisory codes description and action, user advisory 18 is an indication that the autopulse® has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. In this case, revert to manual CPR. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
It was reported that the autopulse platform resuscitation system (sn (B)(4)) displayed ua07 (discrepancy between load 1 and load 2 too large) error message upon powering on with no patient on the platform. No patient involvement.